Manufacturer narrative:
The device is not reported to be available, however, a lot history review will be performed.

Event description:
The event involved a 3-way high flow stopcock w/rotating luer where the customer reported that the patient (in the intenstive care unit) was intubated on cvvhd (continuous veno-venous hemodiafiltration), receiving sedatives via pa catheter placed in cath lab. Patient became extremely agitated, and attempting to self-extubate and remove lines. Sedatives were leaking onto bed and the stopcock replaced with one from ICU. The patient was safely sedated again. The customer reported and adverse outcome, but no further information was provided. Should additional information become available a supplemental report will be provided.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was conducted and no nonconformities were found that would have led to the reported complaint.